Event description:
It was reported to the manufacturer by the facility ((B)(4)), per the facility the nurse was moving the student from the wheelchair to the cot. When the student was over the cot, the bolt that holds the jack in place had backed out. The jack was released from its connection and the boom and sling came down. The student landed on the cot. The student was transported to the hospital via 911 and was evaluated. All the testing performed at the hospital was negative. Complaint (B)(4) with return number (B)(4) was entered into our system to retrieve the lift for in-house evaluation. As of this report, the lift has not been received at joerns.

Manufacturer narrative:
Joerns is sending the report to the manufacturer.